Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.

Event description:
A certified diabetes educator from the hospital (B)(6) reported that on (B)(6) 2014, the pt's blood glucose was reading between 77mg/dl to 246 mg/dl. On (B)(6) 2014 at 1:05 pm, the pod was deactivated and discarded. She was then taken to the hospital where she was diagnosed with diabetic ketoacidosis. They placed her on a insulin drip. She stayed in the hospital for 3 days before being released. She stated the pt had been on a new medication for a month now and believes that this could be the reason for her elevated bg so her insulin dosages have been increased.